Event description:
During a sub-total gastrectomy procedure, the tissue was cut but the staples did not fire. The surgeon occluded the edge of the transected duodenum. The hosp reported that no pt injury had occurred.